Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that two days post implant, the right ventricular (rv) lead was found to have dislodged. The lead was repositioned; however, approximately one month later it was determined that the rv lead was fractured. The rv lead was replaced. The patient is a participant in the minerva study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.